Event description:
Pt states that the display screen of the pump went blank after inserting a new battery. This required no physician or hospital intervention. Insulin injections were administered at home.